Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Bleeding - mouth [mouth haemorrhage]; cut, injured, poked - mouth [mouth injury]; brush head piped loose [device breakage]. Case description: consumer contacted via e-mail and stated that while he/she was brushing, the brush head piped loose. No serious injury was reported.